Event description:
Reporter alleged the customer's needle from his softclix device used in finger-stick blood glucose testing would not retract and was protruding outside the end cap. Reporter stated she was not certain as to whether the needle did not retract before or after the device was used. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.